Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that fluid leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub. The following information was provided by the initial reporter: "we have had several IV's that are leaking from where the plastic cannula enters the hub. If I hold slight pressure over the end of the cannula the fluid sprays out the side of the hub."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that fluid leaked from the bd insyte¿ autoguard¿ shielded IV catheter hub. The following information was provided by the initial reporter: "we have had several IV's that are leaking from where the plastic cannula enters the hub. If I hold slight pressure over the end of the cannula the fluid sprays out the side of the hub."